Manufacturer narrative:
Additional narrative: the brand name, common device name, device product code and 510k are unknown. The catalog and lot/serial numbers are unknown. The device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the cutter device broke off inside the handpiece device. It was reported that there was no delay to a scheduled surgical procedure as unspecified spare devices were available for use. It was reported there was no patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.